Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s battery was angled and was causing the patient pain where it was pushing the skin. It was reported that the patient had lost (B)(6) which could have led or contributed to the issue. It was reported that the rep met with the patient and looked at their pocket site and stated that it definitely was at an angle and they could see why the patient had pain. It was reported that a surgery would be scheduled after it is approved. The issue was not yet resolved at the time of the report, but surgical intervention was planned. It was reported the event occurred on (B)(6) 2017. No further complications were reported/anticipated.